Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a "slow rate issue" during normal saline and benlysta treatment. The normal saline infusion ("rate 999/hr, volume 1000ml, set to 1100ml") was complete in 1.5 hours instead of 1 hour. Volume was added and the total given was 1369ml. There were 100ml of benlysta remaining in the bag when the infusion was complete (rate 250ml/hr and volume 250ml). This occurred in the infusion center unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.